Event description:
It was reported that the customer experienced difficulty with charging the pump, stating it was hard to plug in the charger for a proper charge. There was no adverse impact to the customer's blood glucose level. No further actions were taken as the customer declined a callback from technical support.